Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, remained within warranty, and received replacement pump while arrangements were made for return and transport of problematic pump, with no additional outcome details provided.